Event description:
On 5th december 2025, rayner received notification from a healthcare facility in russia of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that during implantation of the iol the optic cracked on both sides.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during implantation of the iol the optic cracked on both sides. The iol was left implanted; however, post-operatively, the patient reported visual disturbances consistent with symptoms of dysphotopsia. The patient underwent an additional surgery two days post-operatively whereby the lens was explanted and exchanged. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone trifocal rao603f batch 123229669 showed that all manufacturing and quality checks were conducted successfully. The additional information received identifies that the surgeon encountered resistance from the very beginning of the injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens represents a deviation from the IFU and is the likely contributory/causative factor of the lens being delivered into the eye in a damaged condition.